Manufacturer narrative:
Follow-up # 1 [date of submission (B)(4) 2013]-device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2013 with the following findings: the pump was exercised and was found to be delivering insulin accurately. Unrelated to the event the pump was opened and the internal battery was found to have failed.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013 the reporter contacted animas alleging that the patient has had elevated blood glucose (bg) up to 456mg/dl since the pump was exposed to a body scanner at the airport. The reporter noted symptoms of irritability, increased urination, and fogginess which are characteristic of hyperglycemia for the patient. The reporter stated they have attempted increased basal rates, new insulin, and multiple site/set changes, with no improvement to bg. This complaint is being reported due to the allegation that the patient experienced hyperglycemia of unknown cause after the pump was exposed to a body scanner.